Event description:
It was reported the device does not stay on, and one battery contact is bent more than the other. Follow-up information received indicates there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found the device would not power up. The cause was the main pcb (printed circuit board). The battery contacts were also compressed, and the battery drawer and lower case were broken.